Event description:
It was reported that the left ventricular lead had high polarization artifact on the ring electrode, which was affecting the performance of the effectivcrt algorithm. It was recommended to reprogram the lead pacing polarity to lower the polarization artifact, and the lead remains in use. No patient complications have been reported as a result of this event.